Event description:
It was reported that the ilet user accidentally deployed a 23-inch inset infusion set with the cannula angled upward, which bent the tubing, after which the user replaced the infusion set correctly and a replacement set was arranged via standard shipping. Symptoms included no reported clinical effects. Outcomes included no reported impact on health and no alerts or alarms. Investigation included user interview, troubleshooting, and education on correct infusion set insertion and connection. Investigation of this case revealed user technique error during insertion resulting in tubing deformation, with the device and associated components functioning as designed once the set was correctly replaced. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set insertion.